Event description:
The customer reported that two reservoirs were leaking past the o-rings.

Manufacturer narrative:
Currently it is unk whether or not the reservoirs may have caused or contributed to the event as no product had been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.